Manufacturer narrative:
The reported event of low battery advisories regarding the 14-volt battery was confirmed via the provided log file. The log file contained data spanning approximately 9 days (311:5:56 ¿ 320:19:56 per time stamp, in a day:hour:minute format). The last 5 events of the log file spanned 1 hour and 24 minutes which was recorded separately due to the system controller¿s clock being reset. Low battery advisories observed throughout the log file appeared typical in nature, occurring after approximately 11-13 hours of battery use from a full charge. These alarms cleared when the patient switches power sources. The pump stop that occurred when the controller¿s clock was reset was not associated with low battery advisories. The final low battery advisory occurred on 320:19:40 and was cleared when the patient¿s white power cable was disconnected at 320:19:53. Following the power cable disconnect, a total loss of power was recorded, resulting in the pump stopping and the controller¿s clock being reset. No other notable events related to the 14-volt battery were observed. The 14-volt battery (serial number unknown) was not returned for analysis. Additional information provided on 26jun2019 communicated that the root cause of the patient¿s death was mistakenly mishandling their battery charge. The device was stated to have been operating with new batteries. The heartmate ii patient handbook section titled ¿setting up the display module for use with the pm¿ depicts all epc controller alarms and what the user should do to resolve them, including low voltage, power cable disconnect, and low speed alarms and advisories. The heartmate ii patient handbook section titled ¿emergency response checklists" instructs the user on steps to take in emergency situations. The heartmate ii patient handbook section titled ¿list of emergency contacts¿ was available for use at the time of the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event happened at (B)(6) hospital and institute of gerontology in (B)(6). The reported lvas was reported under MFR # 2916596-2019-03028 and on the patient cable in MFR # 2916596-2019-03306. Serial #, expiration date, manufacture date: the device manufacture and expiration dates could not be identified. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient lost consciousness on (B)(6) 2019 and was found with both of the device's power cables were disconnected. When the patient's caregiver connected the device to the power supply, the patient's consciousness did not recover. The patient was admitted to the hospital and when the facility engineer confirmed the history, a clock reset was recorded. A log file analysis noted several odd voltages recorded on the white cable as well as a string of low battery advisories on day 318 between hour 19 minute 1 and hour 20 minute 43. It was suggested that if the patient cable was over one year old it should be replaced. Also, technical services recommended verifying the cleanliness and pin alignment of the battery clips, as well as ensuring the cleanliness of the battery contacts. Lastly, there was a recorded pump stop though the date/time was unknown due to clock reset after a loss of power to the controller. The date/time prior to this pump stop was day: 320 hour: 19 minute: 56. The following alarms were also reported: low speed advisory, low speed hazard, low battery advisory, low flow hazard. The cause of the low flow, low speed, and loss of power were communicated to be that the patient mistakenly connected to a drained battery. The cause of death was the patient's mishandling of the battery change. The device was operating with new batteries. No further information was reported.